Manufacturer narrative:
Additionally, humidifier serial number provided (B)(6). H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged foam degradation in the device and also having headaches, difficulty breathing, respiratory irritation, and difficulty swallowing, in addition, odor nuisance. The patient also states that "I have been examined by ear, nose, and throat doctor, and one cannot immediately find out what provokes it. I wash the hose often and clean all equipment, but the smell is there anyway. I have been taking more and more migraine pills". There was no report of serious or permanent patient harm or injury. The patient states, ¿I wash the hose often and clean all equipment, but the smell is there anyway¿. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.